Event description:
It was reported that the patient was still experiencing neurogenic claudication symptoms. The patient underwent an explant procedure to remove the indirect superion decompression implant. The explanted device was disposed at the facility and was not returned.